Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer¿s blood glucose was 584 mg/dl, 354 mg/dl, 589 mg/dl, 564 mg/dl, 548 mg/dl, 52 mg/dl. The customer was treated with the insulin pump for high blood glucose and treated with the food for low blood glucose. Troubleshooting was declined for high and low blood glucose. The insulin pump will not be returned for analysis.